Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was selected for used in persistent atrial fibrillation cryoablation procedure. The polarsheath and dilator were flushed, taken over to the patient table and fed over the wire up the inferior vena cava (ivc) . It was then noted that the 3-way tap had come off the sheath side port and so the sheath was immediately removed from the body, the 3-way tap located and reattached. The polarsheath and dilator were re--prepped and re-introduced into the patient. This delayed the case but there were no adverse events for the patient as a result.